Event description:
The patient presented to the clinic after receiving an alert for low lead impedance and noise. The noise was reproduced which caused oversensing but the out of range lead impedance measurement was not reproducible. After the explant procedure, lead to can abrasion and externalized cables between the two coils were observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 26.2cm to 30.9cm from the distal tip. The silicone insulation was abraded and the rv conductors were visible. The etfe coating was intact at the same location. No conditions were found that could have caused or contributed to the noise issue, oversensing, and low lead impedance what was reported.